Event description:
The customer reported that the system will not boot up and displays an error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The customer cancelled the service call.